Event description:
The procedure was a renal case and during deployment, the physician believes the acute angle between that aorta and renal caused the difficulty. Consequently, the visi-pro stent came off of the balloon, and was deployed somewhere in the iliac as opposed to the target renal area. They tried with a competitor stent as well, and a similar outcome occurred. They wound up just using a pta balloon on the lesion.